Event description:
It was reported the patient felt stimulation in her stomach after a fall during the summer of 2012. It was also reported that the sensation went away when the patient's battery depleted. It was noted the patient did not tell her doctor about the fall and change in stimulation; she "just went to the (manufacturer) representative at the time." According to manufacturer records, the patient's battery was replaced.

Event description:
Additional information stated the patient did not have concerns with their device or therapy and they had an appointment scheduled to meet with their doctor on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3887-28, lot# j0012708v, implanted: (B)(6) 2001, product type lead; product ID 3887-28, lot# j0016077v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).